Manufacturer narrative:
H3: product is not available for return or evaluation. Therefore, this event is reported solely on the information provided by the customer. A review of the complaint database revealed similar events against issues reported with adhesive issue. Majority of these complaints are from amazon feedback and product is not returned, therefore, root cause could not be determined. Possible root cause is user error. The instructions for use were reviewed and appear to be adequate for use of this product. Aquaguard is intended for showering only and is not recommended for submersion under water. Aquaguard is not a replacement for primary dressings. For best results, a caregiver should apply the aquaguard product to the patient. Apply aquaguard to clean dry skin. Do not use lotion or cream before applying. Do not lift and/or attempt to reposition aquaguard after placement. Do not use if punctured or showing signs of wear. Aquaguard is a single use product. If reused, it may not provide an effective barrier while showering. If sensitivity or irritation develops discontinue use. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, trends and excursions above control limits will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. Manufacturer reference file (B)(4).

Event description:
Amazon customer reported, I took a great deal of time to better secure the edges with waterproof tape, but water still leaked onto my PICC line dressing. The home health triage nurse said I would have to go the urgent care. I did and the nurse there said she wasn't qualified to change the dressing. Too exhausted by this time to care. Just praying bacteria won't invade the line. I will go back to cumbersome press & seal with rubber bands at both ends.